Event description:
Terumo medical corporation received the following reported information: the glidecath broke in half in the body. It was still attached to the wire, and they snared it out. Additional information was received on 08oct2025: there was no patient injury and the patient was stable. Additional information was received on 09oct2025: there were no fragments left in the body; it was snared out.